Event description:
The patient underwent prophylactic generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.

Event description:
It was identified in clinic notes that the patient's vns battery may need replacing to "improve spells," indicating that the replacement referral is due to inadequate seizure control. Attempts for additional information have been made; no additional relevant information has bee received to date. No known relevant surgical intervention has occurred to date.